Event description:
It was reported that there was an intermittent pacemaker spikes with and without capture. Patient's intrinsic r-wave is wide but differs from paced qrs. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).